Event description:
According to medical records (nursing progress note) received from the user facility for a similar event, the hemodialysis patient was reported to have experienced "coughing" approximately one hour into his treatment on (B)(6) 2014. For which he received "25 mg of benedryl without change." Patient continued to cough until the end of his treatment. There is no documentation on the daily treatment sheet of this occurrence or any medical intervention given. Dialyzer was changed on (B)(6) 2014 to a non e-beam dialyzer and the coughing stopped. The patient is continuing on hemodialysis with no further complaints. The sample was discarded.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of reviewing patient medical records and treatment data information regarding the reported symptoms while using the device. A supplemental medwatch report will be submitted upon completion of the investigation.